Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a pending alarm occurred. The reporter stated the pump was shipped to them without their knowledge and sat in a snow bank at the end of their driveway. It was noted that when the pump was interrogated, there was an indication of a motor stall. It was further noted the pump was never implanted. The pump did not contain any drug.